Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. The cause of continued aneurysm filling was not reported. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received report that a patient underwent retreatment after pipeline implantation. The patient had undergone pipeline treatment of a right paraclinoid aneurysm. Two years after implantation, follow up angiographic studies revealed persistent filling of the aneurysm with the right ophthalmic artery running off from its pouch. The physician noted that the patient did not present with any symptoms. Due to the persistent filling, the patient underwent additional endovascular treatment - two additional overlapping pipeline devices were telescoped across the aneurysm neck. Post embolization control angiography confirmed successful endoluminal reinforcement of the ica, prolongation of intra-aneurysmal circulation time, and significantly delayed ophthalmic artery runoff. The procedure was considered successful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.